Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire and part of the assembly. The straightening tube and cap were not returned. A kink was observed in the guide wire near the distal tip. The guide wire was intact and within dimensional specifications. This guide wire is packaged in a rigid tube with a protective cap to prevent kinking. It was not reported if the cap was in place upon opening the kit. A review of manufacturing records did not yield any relevant findings. The probable cause of this complaint could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that prior to insertion in the patient's room, the tip of the guide wire was found misshapen, not in a j-shape, making it difficult to insert through the needle. As a result it was not used, instead a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.